Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 110 mg/dl. The customer also stated their insulin pump was resolved by a complete set change. Customer also reported bleeding at the customer's site. The customer was advised to complete a set change as soon as possible. No additional information provided.